Event description:
During treatment of a sigmoid sinus, the coil detached during retrieval of the coil into the microcatheter. The microcatheter was completely taken out of the patient together with the coil. The patient did not suffer due to this incident.

Manufacturer narrative:
Device investigation: results: the coil and the pusher are separated. The coil appears well formed but is missing its proximal constraint ball. The pusher proximal pet lock is intact which indicates an undetached coil. The distal detachment tip (ddt) is not present. Conclusion: the unintentional detachment noted in the complaint is confirmed. The cause of the detachment is the broken distal segment of the pusher which has had the metal ddt pulled off of the polymer section of the pusher assembly. This was likely caused by applying tensile force beyond the specification of the material to the ddt/pusher assembly polymer bond while drawing the coil back into the catheter. Tha manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.